Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to find the ilet device screen shattered of unknown cause, after which a replacement device was arranged and the user transitioned to backup therapy while using a dexcom g7 cgm. Symptoms included no blood glucose impact and no injury. Outcomes included no medical intervention and no hospitalization. Investigation included review of the event details and coordination for return of the original device. Investigation of this device revealed a damaged display consistent with physical damage to the enclosure, with no evidence of device malfunction affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.